Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio flex meter was displaying a high range indicator. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall when the alleged product issue first occurred. The patient manages her diabetes with insulin (self-adjuster) including humalog and toujeo and reported that she took her insulin dose based on the alleged high reading in response to the alleged product issue. On an unspecified date or time, the patient reported that she developed symptoms of ¿tired and sleepy¿, she self-treated with glucose tabs (glco5g). No other device was used to obtain a blood glucose result. At the time of trouble shooting, the cca confirmed the patient was unable/unwilling to walk through resolving the issue. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.